Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready ID (crrid) and crossmatch on the echo. The patient has a history of anti-kell.

Manufacturer narrative:
We tested the returned sample manually by tube test using panocell-16 lot: 20167 cell 7 and cell 9 (both cells are kell positive cells). The results were negative at 4°c, rt, and 37°c and positive at ict. Reaction strength: cell 7: 2+ at ict; cell 9: 2+ at ict; the same sample was tested by gel card system and the result was weak positive, reaction strength: 1+. We tested the sample on an in-house echo using the capture-r ready-screen (3) lot e028. The result was negative. The event appears to be related to the nature of the sample.